Manufacturer narrative:
H6: investigation summary bd received 7 samples for investigation (material #367886, lot #0289432). The samples were evaluated by functional testing and the indicated failure mode for "stopper pop off" with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. It was reported that the caps keep popping off tubes. The tops keep popping off tubes while using the blue transfer device. This was not a one time event, it happened with every tube in that lot."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. It was reported that the caps keep popping off tubes. The tops keep popping off tubes while using the blue transfer device. This was not a one time event, it happened with every tube in that lot."